Manufacturer narrative:
Submit date: 05/03/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the blue piece of gauze came off in a patient.